Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2019 medical treatment was required. Based on the information received, aso opted to file an MDR. As of 09/26/2019 retained samples of the same lot and unused returned product samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on (B)(6) 2019 consumer reported she applied the bandage on her daughter stomach and left for several days. She stated after removal her daughter had a rash and blistering. On (B)(6) 2019 reporter stated on returned cir that the issue was with the pad area and that she sought medical attention for her daughter.